Event description:
A customer reported to beckman coulter (bec) that the cap piercer on the unicel dxc 600i synchron access clinical system leaked with error messages. The customer observed excess fluid on top of the capped sample containers and the fluid drip down in the tray area. The leak was contained within the instrument. The customer disabled cap piercer to continue running instrument. The customer was wearing gloves and eye protection at the time of the event. There was no report of injury or exposure to open wounds or mucous membranes, and medical attention was not sought. The msds was not reviewed, but the facility has an exposure control plan. No erroneous patient results were generated.

Manufacturer narrative:
Bec field service engineer (fse) found that the cap piercer was leaking deionized water, and replaced the cap piercer. The fse noted that the error messages the customer received were not related to the cap piercer, and the laboratory has a history of issue with the water system. The fse verified service activity performed per established procedures, and the results met published performance specifications. (B)(4).